Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm. Approximately, 5 months post initial procedure patient presented emergently with abdominal pain and a type 1a endoleak was identified. The type 1a endoleak was successfully sealed with implant of an afx vela suprarenal stent graft extension. Reportedly, the patient was stable post re-intervention.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm. Approximately, 5 months post initial procedure patient presented emergently with abdominal pain and a type 1a endoleak was identified. The type 1a endoleak was successfully sealed with implant of an afx vela suprarenal stent graft extension. Reportedly, the patient was stable post re-intervention. Additional information: during clinical assessment, rupture and probable migration of the suprarenal proximal extension were identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ia endoleak is confirmed. Additional rupture and probable migration of the suprarenal proximal extension was identified. Device, user, procedure or anatomy relatedness of the type 1a endoleak and probable migration could not be determined with the available medical records /images. The rupture is related to the type 1a endoleak. The procedure related harms identified were a prolonged hospital stay and acute renal failure. The final patient status was discharged to hospice on postoperative day seven. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 corrections: h6: result remove code 3233 h6: conclusion remove code 11